Manufacturer narrative:
(B)(4): the customer reported that a monitor dropped and was damaged. No pt harm was reported. There is no info to support that the monitor fell from a mount, or that there was any product issue that caused the fall of the monitor. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor dropped and was damaged. No pt harm was reported.